Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level ranged from 388-400 mg/dl. A supply change was performed resolving the issues.